Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned.

Event description:
It was reported that the needle was fractured during surgery. The fractured pieces didn't remain in patient and the surgeon used another device. There is no further information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6; h10 the device was returned with the tip bent up and fractured. The device was used but not cycled as seen in the photos marked tube pusher assy and sutures and sutures & anchors. Item and lot numbers are not confirmed as they are not etched on the part. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.